Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "developed lymph node enlargement after the implants were placed.¿ device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight within specifications. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma-late.

Event description:
Additionally, patient reported "discomfort". Additional report of "fluid around the capsule", ¿white capsule that had formed around each textured implant that it kind of wadded it up into hard ball¿, ¿the white implant jelly capsule was hard around the implant¿ and was ¿when pulled out, it caused a lot of irritation¿. Device has been explanted.